Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
When the user was seen for follow-up mapping on (B)(6) 2022, in situ measurements showed affected channels. The child has been monitored since march 2022 when high channels started to appear. Hearing performance with the device is reportedly not affected and the child is performing well.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Reportedly the recipient still has hearing benefit the device and will be monitored by the clinic. The device remains implanted and in use.

Event description:
When the user was seen for follow-up mapping on (B)(6) 2022, in situ measurements showed affected channels. The child has been monitored since on (B)(6) 2022 when high channels started to appear. Hearing performance with the device is reportedly not affected and the child is performing well. Re-implantation is considered but no date has been scheduled yet.